Event description:
The facility reported a pump failed during an infusion of dopamine programmed at 3mcg/kg/min and natrrecor 0.01 mcg/kg/min. The pump stopped, the nurse restarted the pump and noted the rate of 256mccq/kg/min. Lopressor 5mg was administered.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. A request for the return of the device has been made. Should the pump be received fro evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Additional information:complaint data categorized by quality engineering has been reviewed for trending over the period of november 2004 through october 2006. User error related complaints show no trend over the most recent 24-months.

Manufacturer narrative:
Evaluation summary: the reported condition of silent shutdown was not confirmed and could not be duplicated. The condition was reported to be user error. The pump did not power off by itself. The off key was pressed in a normal power down sequence. The rate did not change by itself. The user changed the rate manually from 11.8 ml/hr to 240 ml/hr. Review of the complaint history reveals similar reports have been received for this product for the reported issue.